Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Physician reported a fortuitous intracapsular rupture of the left device. Symmetrization implant placed in many years ago retropectoral areolar route. Clinical consequences for the patient: 15 mm equatorial wound on the left side. The device was explanted.